Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard had a loose connection and leaked. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the infusion line could not be connected (it was loose) resulting leakage. The infusion line was loose, and the liquid medicine leaked out.

Manufacturer narrative:
Batch number updated in d tab. Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Eight photographs and one 22ga insyte autoguard unit from lot: 4123601 were provided for investigation. A functional test of the returned sample revealed a leak at the connection. A microscopic examination of the adapter revealed an area of deformation along the inner edge at the opening of the catheter adapter. Material had been pushed inside the luer taper. The extra material likely prevented a complete seal between the extension set and catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.